Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced severe internal bleeding upon implanting the current device. The whole left side of the body had a severe hematoma in which the second surgery completed the procedure. Later the patient presented to the emergency room (ER) and mentioned the device was not pacing as his heart rate was 30 bpm. However, it was resolved in a matter of minutes. Technical services discussed pacemaker function. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.